Manufacturer narrative:
Technician inspected the bed and found it was functioning properly. Could not duplicate alleged complaint. Technician swapped bed at account request.

Event description:
Account stated that the bed controls would not raise or lower the head of the bed. No injury reported.